Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral grade IV capsular contracture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: shpx490, right serial #: (B)(4), left serial #:(B)(4)) on (B)(6) 2021. The devices were discarded due to covid-19 concern and are not available for product evaluation. Based on available information, the patient was implanted with the breast implants under the age of 22. Breast augmentation with gel implants for women under the age of 22 years is contraindicated per the IFU. This report is for the left-sided prosthesis.